Event description:
It was reported that the patient was hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient¿s blood glucose levels reached 30 mmol/l (540 mg/dl) while wearing the pod overnight between 49 and 71 hours. The patient reported the presence of ketones and administered an unknown amount of insulin in an attempt to correct the hyperglycemia before going to sleep. Upon waking, the patient experienced symptoms including nausea, excessive thirst, insomnia, persistently elevated blood glucose levels, and ketones measuring 2.9 mmol/l. The patient contacted emergency services; however, due to prolonged ambulance response time, the patient attended the emergency department at northumbria specialist emergency care hospital, driven by her son. The patient was treated with intravenous fluids (saline), potassium replacement, and insulin infusion. Multiple healthcare professionals were involved in her care, and dka was diagnosed with a likely omnipod failure identified. Additionally, it was reported that pod was leaking during filling of the pod. The pod was removed and discarded at the hospital. The patient was discharged approximately 12 hours later on (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.